Event description:
The implant failed due to infection, pain and poor oral hygiene. The implant was placed at #37 and removed after 3 months. Traditional 2 stage surgery. Poor oral hygiene. Moderate bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod.